Event description:
It was reported that the patient experienced syncope and baseline dizziness continued intermittently. On (B)(6) 2022 the patient's blood pressure and diuretics were discontinued to avoid preload and afterload reduction. The patient had a neurology evaluation in the setting of a dural sinus thrombus, possibly vertigo.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate and investigation findings will be covered in MFR # 2916596-2021-04828.